Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported while charging her controller for about 15 minutes, it started to overheat and experienced a thermal event causing a black mark on the charger. The controller will no longer turn on or charge. The patient confirmed using the charging cable that was supplied with the device. No impact to the patient's blood glucose levels or medical treatment was required. The patient did report they were in the hospital at the time of the thermal event; however, it was not related to the thermal issue and has been captured in another file. The device is expected to be returned for investigation.